Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported son displayed symptoms of hypoglycemia, reported mobile system 1 blood glucose result of 8.7 mmol/l, mobile system 2 blood glucose result of 2.6 mmol/l within 10 minutes. Mother administered dextrogel, son felt better. Reported no adverse event. A request was made for the return of the meter and strips.